Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician employed the use of a hawkone atherectomy device with a non-medtronic 6fr sheath, an unknown make of a .014¿ gw and a 6 mm spider fx embolic protection device for treatment of a severely calcified 80 mm cto lesion in the distal sfa/popliteal artery. The IFU was followed. The vessel was pre-dilated. It was reported that resistance was severe during withdrawal of the device which resulted in a tip detachment. The spider fx did not detach but instead had two loops that caused the wire to kink which would not let the hawkone past and was holding the nose cone from being removed. The nose cone of the hawkone was stripped off the device. The guidewire lumen was torn from the distal tip. The guidewire did not lock-up on the catheter. The patient was taken to the operating room(or) and a cutdown at the femoral head was performed to remove the detached nose cone and the spider fx device. The spider fx was removed at the same time as the nose cone as the wire was directly through the centre. It was reported that the patient is recovering well from the open procedure.